Event description:
Caller reported that a malfunction occurred on the pump. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the device, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the caller acknowledged.